Event description:
Additional information received identified that surgical intervention was undertaken wherein both leads were explanted and one new lead implanted. Effective therapy was restored post operatively.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2021-04681. It was reported that patient was unable to set the ipg into MRI mode. System diagnostics recorded high impedances on both leads. Surgical intervention may take place address the issue.